Event description:
Customer reported hearing a popping sound, smelling a burning odor, and the monitor went black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a tripped circuit breaker caused by a faulty ps1 power supply. Replaced ps1. System operates as intended.